Event description:
Updated summery: the harm code was updated to 4580- insufficient information with treatment code t009-hospitalization or prolonged hospitalization.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 250 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6)2021 to (B)(6)2021 as per new additional information and which is updated section b3. Additional information has been received regarding the awareness date and notify date change which was not included in the initial report. So, the correct awareness date and notify date has been changed to 11 oct 2021 as per new additional information. Additional information has been received regarding the case severity information has been corrected which was not correct in the initial report. The information has been provided in section b1 (checked adverse event with product problem (e.g., defects/malfunctions) box), b2 (hospitalization - initial or prolonged with required intervention to prevent permanent impairment/damage (devices), h1 (changed from malfunction to serious injury) with this report. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on october 11, 2021. Attorney reporter alleged that use of medtronic insulin pump caused personal injury to the customer on (B)(6) 2019. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.